Event description:
A doctor's office alleged that multiple patients had experienced the debonding of a crown after placement with the maxcem elite clear; however, specific incident information could only be recalled for seven (7) patients. This is the seventh of eight (8) reports.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The office did not provide any specific information regarding the maxcem elite which had been used on the patient; therefore, no catalog number, lot number, or expiration date was identified in this report. The crown was initially placed on (B)(6) 2010. The patient returned to the doctor's office on (B)(6) 2013 with the crown; the doctor cleaned it out and re-cemented it. The crown debonded a second time. The patient returned to the doctor's office on (B)(6) 2014; the crown was cleaned out and re-cemented again. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.